Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/18/2025. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H6 component code: g07002 no device problem found. Additional information: d9, h3, h6. H3 investigational summary: the product was returned to ethicon for evaluation. One sealed box with twelve unopened samples and two unopened foil packets. As total fourteen unopened samples were received. The product code sxpp2b201. As per the sampling plan, a visual inspection was performed on thirteen samples, the packets were opened. The swage and attachment area were noted to be as expected. The sutures were dispensed without problems and examined along the strand and no anomalies were observed during evaluation. Ten barbs were measured in the strands, and all barbs met the requirements. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. The event described could not be confirmed as the device performed without any difficulties noted. Although no product defect was identified, there may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the laboratory analysis. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.

Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: - what does "sxpp2b201 barb suture is less than normally" mean? Please provide additional details about the alleged deficiency. Ans: based on the information received from the doctor at (B)(6) hospital, the doctor reported that the suture was used on a patient while the wound was being stitched. The thread had retreated and did not lock. From the doctor's observation, it was felt that the incision line of the thread was shallow, and the amount of the incision line appeared to be less than usual (the doctor previously used sxpd2b201). - how many devices demonstrated the alleged deficiency? Please specify by product code and lot number. 1 ea but would like to return product on hand for further investigation. Product code sxpp2b201- lot 101a82: product code sxpp2b201- lot 101p96: - provide the source or name and title of external person providing answers to follow-up (external person submitting answers to sales rep or loc/bq). K. Nok or room. Additional h11: was surgery delayed due to the reported event? Unknown, was procedure successfully completed? Unknown, were fragments generated? Unknown, if yes, were they removed easily without additional intervention? Unknown, patient status/ outcome / consequences no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: unknown, is the patient part of a clinical study unknown, (B)(4). Device property of none, device in possession of none, (B)(4). Device property of none, device in possession of none

Event description:
It was reported that a patient underwent an unknown procedure in 2025 and barbed suture was used. During the procedure, sxpp2b201 barb suture is less than normally. No adverse patient consequences were reported. Additional information was requested.